Event description:
Patient reported left side rupture and "at least 5 prominent lymph nodes in left axilla, the largest is at the lateral border of pectoralis and measure 15mm in long axis". The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side rupture and "at least 5 prominent lymph nodes in left axilla, the largest is at the lateral border of pectoralis and measure 15mm in long axis". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient reported left side rupture and "at least 5 prominent lymph nodes in left axilla, the largest is at the lateral border of pectoralis and measure 15mm in long axis". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture and "at least 5 prominent lymph nodes in left axilla, the largest is at the lateral border of pectoralis and measure 15mm in long axis". The device has been explanted.